Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. The pump supplies were changed after each alarm. The contact could not recall if blood glucose was impacted. As the occlusions had occurred in the past, tandem technical support was unable to determine a possible cause.